Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that interference was noted at the heartstart xl ECG connector during preventative maintenance. There was no pt involvement.